Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revealed a shaft kink 19cm from the tip. When positive pressure was applied with an inflation device filled with water, streams of water emitted from three to four holes in the outer shaft 9cm and 54cm from the edge of the strain relief; preventing balloon inflation. There was no evidence of any product quality deficiencies or irregularities in the shaft material contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03/26/2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon inflation failed. The target lesion details are unknown. The 3.0x60mm sterling balloon catheter was advanced into the patient without issue. However, inflation failed on the first attempt and a leak was suspected. The device was removed intact and upon removal, no visual anomalies were identified. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed holes in the catheter shaft.